Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented to the clinic with a unipolar lead impedance of 250 ohms and capture thresholds of 2.5 v, 0.6 ms. Noise was observed on the atrial iegm with arm movement and also on stored egms. Unipolar sensing was at 1.0 mv. Loss of capture and sensing were observed in the bipolar config- uration. Bipolar impedance was 1500 ohms.